Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty (ptca) procedure with hemodynamic support from a ventricular assist device (vad), pre-close placement of the sutures was achieved of a moderately calcified left common femoral artery using two perclose proglide devices via a 6-f. Sheath. Reportedly, the 6-f. Sheath was progressively upsized first to a 9-f. Sheath than to a 13-f. Sheath to accommodate the outer diameter of the delivery catheter. Once the vad was in place, ptca was performed. At the end of the procedure, the ventricular assist device and delivery catheter were removed and replaced with a guide wire. During an attempt to sequentially advanced and tightened the proglide knots to the arterial surface, the knots locked and could not be fully advanced. As a hemostasis sheath was inserted, manual arterial compression was held, which was believed to have caused resistance due to tissue shift. Heparin was reversed and manual arterial compression was applied one and a half hours to achieve hemostasis. A femoral angiogram revealed a large clot had developed in the superficial femoral artery and there was a dissection of the artery at the access site. It was believed that the manual arterial compression that was being applied while the hemostasis sheath was inserted had caused the dissection. A thrombolectomy was performed and the vessel was surgically repaired and patched to achieve hemostasis. A significant clinical delay in the procedure was reported. Hospitalization was extended by a day due to the vessel damage. There were no reported adverse patient sequelae. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The common femoral artery was reportedly moderately calcified. The instructions for use states under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.